Event description:
It was reported that the user experienced recurrent low and high glucose fluctuations while using the ilet bionic pancreas, with reported time below 54 mg/dl of 1.4% and lows sometimes followed by rebound variability attributed to treatment of hypoglycemia with oral glucose sources such as root beer. Symptoms included low blood glucose. Outcomes included no hospitalization or medical intervention beyond self-treatment. Investigation included a review of reported use patterns and education on treatment approaches, with referral for trainer follow-up. Investigation of this case revealed no confirmed device malfunction and that user behaviors related to hypoglycemia treatment could contribute to variability. It was concluded that the cause of the hypoglycemia was unclear and that device function could not be implicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.